Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed.the analysis of the device memory indicated an issue with missing/invalid diagnostic data. Episode #611 was indicated as being terminated by a ventricular tachycardia (vt)/ventricular fibrillation (vf) episode when there had been no vt/vf episode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had a ventricular sense event that was terminated by a ventricular tachycardia (vt) episode which was not stored on the device. No episodes of (vt) or non sustained tachycardia were stored on the device. The device remains in use. No patient complications have been reported as a result of this event.